Event description:
It was reported that during a rectal cancer procedure, when the surgeon fired the device, it did not fire completely. The device was stuck to the pt's tissue. He had to cut the tissue, including the anus, then changed to hand sewing and finished the or. The pt lost anus function and now has a colostomy. There were no additional consequences and the pt is fine.